Manufacturer narrative:
Patient weight is not provided for reporting. This report is for six (6) unknown screws. (Other): without a valid part and lot number, the UDI is not available. The original hardware was implanted approximately 19 years ago. Part of the screws remained in the patient¿s bone; devices not considered explanted. This issue is captured under linked complaint (B)(4). Device is not expected to be returned for manufacturer review/investigation. PMA#: unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who had original hardware implanted approximately 19 years ago began to experience pain and was subsequently scheduled for the removal of a generation dorsal distal radius plate (pi plate) and an unknown number of screws from his right radius on (B)(6) 2016. The patient had complained of pain and could not move his right index, middle and ring fingers. The surgeon said that his tendons were ruptured and he planned on removing the plate and screws. The intraoperative issues which occurred during hardware removal surgery have been captured in a linked complaint (B)(4). This report is for six (6) unknown screws. This is report 2 of 2 for (B)(4).